Event description:
Reference number (B)(4). Event occurred in the united states . It was reported that patient faced four infusion set tubing leakage event at the site on (B)(6) 2026. The infusion set was in use for less than a few hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final (B)(4) device 3 of 4.